Event description:
The customer contacted stryker to report a uterine rupture, in a pregnant patient, was observed following use of the device.

Manufacturer narrative:
Corrected data: this MDR is being submitted to correct the incorrect FDA registration number that was previously submitted under uf/importer report number # (B)(4): emdr data FDA registration number indicated: 0003015876 - medical (physio). Emdr data FDA registration number should indicate: 3005445717 medical (jolife ab). Additional mfg narrative: a clinical review was performed and based on the limited information is not possible to determine if use of the device caused or contributed to the event. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report a uterine rupture in a pregnant patient was observed following use of the device.

Manufacturer narrative:
The device was not returned to stryker for evaluation and no further information was provided by the customer. The cause of the reported issue could not be determined.

Manufacturer narrative:
H10 has been populated with the related MDR # 0003015876-2025-01160.

Event description:
The customer contacted stryker to report a uterine rupture in a pregnant patient was observed following use of the device.